Event description:
An international customer reported an event of a "strong smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer assisted the hospital service engineer over phone dispatch to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(6) 2014 ¿ (B)(6) 2015) did not reveal a significant trend. The trend of the product malfunction code "odor/smells" was completed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. The fmea revealed the risk priority number associated with ¿oil odor/smell¿ is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer assisted the hospital service engineer through guided procedures over the telephone to address the odor/smell issue. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service.